Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further troubleshooting from the technical services (ts) attempted to reproduce the issue by analyzing archives, but was unable to replicate the issue.

Manufacturer narrative:
No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the register task of a fess procedure there was a low system memory error. The site stated they had around 5 exams merged and 1 dti model being used, they were merged but in registration the screen was flickering and displayed "low system memory". The site had already restarted twice and this issue kept occurring on register. Technical services (ts) had the site restart one more time and only merge 2 exams and 1 dti model, then the issue resolved. The site stated they merge the high number of exams on a regular basis. There was no reported impact on patient outcome.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that system was hitting limits of gpu memory use with all exams and dti models displayed. Issue resolved by using fewer exams. System behaving as expected. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.